Event description:
It was reported that during a routine follow-up, multiple auto mode switch episodes were observed. The pulse generator exhibited oversensing. The atrial sensitivity would be adjusted at the patients next follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.